Manufacturer narrative:
The gluc reagent lot number was 73827701 with an expiration date of 31-oct-2024. Reagent issues were excluded as the customer had no further issues and the correct repeat result was received using the same reagent. On 23-apr-2024 the field service engineer (fse) visited the customer site and found a leaky rinse tube and replaced it. The module was confirmed to be operating back within specification. The service maintenance actions resolved the issue.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for cobas integra glucose hk gen. 3 test system (gluc) on a cobas 8000 c 702 module. The initial result was 301.79 mg/dl. The repeat result from a different module was 97.21 mg/dl.